Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30 cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent a system explant procedure due to an infection. The physician was unsure why the infection started, however, assessed that the infection was not device related and that it was due to a non device related procedure. No further information can be obtained.